Event description:
It was reported that a symptomatic patient presented to clinic. After multiple attempts, the device was not able to be interrogated. The patient was bradycardic and no pacing output was detected on a surface egm. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.